Event description:
During preventative maintenance of the device, the user reported that the shoulder screw on one of the roller assemblies could not be tightened to the correct torque. Since the event occurred during the preventative maintenance, there was no patient involvement during this event.